Manufacturer narrative:
One implant was returned for evaluation. Visual inspection of the as returned product identified signs of use, dried blood and bone around the implant as well as dried blood within the implant. Functional testing to recreate the reported event could not be performed due to the nature of the devices & event. The reported device was measured with calipers and the device was verified to match specifications. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was one related complaint. Against this lot. The related complaint was for peri-implantitis. Appropriate documentation was reviewed. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown. Reporter's email not provided/unknown.

Event description:
It was reported that the implant had to be removed due to peri-implantitis.